Event description:
The pt involved had been in bed with the top siderails up. When discovered, she was found ion the floor next to the bed holding on to the top rail. The bottom part of the rail was still attached to the bed but the rail was found to have a broken pin at its top insertion point. The pt sustained a fractured hip.